Event description:
It was reported that patient, with an inflatable penile prosthesis (ipp), was experiencing difficulty with achieving an erection. The patient reported that they could feel the pump pop, but it did not seem to inflate when pressed. It is believed that the pump was inverted and the tubing was kinked, which made it difficult to troubleshoot the device. Additional troubleshooting was performed without success. The patient was advised to follow-up with their physician. No additional patient complications were reported.